Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced under delivery of insulin and high blood glucose level of over 400 mg/dl. The customer¿s current blood glucose was 297 mg/dl. The customer was treated with manual injections. Customer was alleging possible pump under delivery. The product was not returned for analysis.